Event description:
A pt (B)(6) was enrolled in the coaptite injectable implant study for stress urinary incontinence. The pt was injected on (B)(6) 2010 with 3.0ml of coaptite (lot 1015255 x 3). The pt developed moderate urinary retention (same day as procedure) and was treated with foley catheter. The catheter was removed on (B)(6) 2010 with further issues.

Manufacturer narrative:
This event was reported in the interim post-approval study status report for PMA (B)(4), 09/16/2011. At the time of this report, the symptoms had resolved. The device history records for coaptite lot 1015255 were reviewed; all required testing specs had been met prior to release, and there were no abnormalities noted.